Manufacturer narrative:
No lot number was provided. Therefore, a review of the device history record was unable to be performed. However, all device history records (DHR) are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No actual product/sample was provided. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. However, due to previous evaluation on samples reported with the similar condition, a multifunctional team examined potential causes. After examining potential causes, it was concluded that a formal CAPA was required and a product notification should be initiated. The reported customer complaint is not confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress for the tear condition. Production notification was issued to ensure awareness of the condition reported by the customer. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there is a crack near the base of the lite glove.